Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is reporting a 567 blood glucose value. Customer states there's a blockage. When she puts the reservoir set in, the fill tube step she receives a no delivery alert. She took the reservoir out to try and push the insulin through, but she's unable to do that. Troubleshooting was performed and insulin was able to push through. Product is expected to be returned.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).